Manufacturer narrative:
(B)(4).

Event description:
No changes to b5 statement.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was no alert. Data was evaluated and the allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.